Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that a highly myopic pt was over corrected in his left eye following lasik. The pt's right eye was also over corrected, and that event was previously reported under manufacturer report number 3003288808-2013-00377. The surgeon originally agreed to provide additional info, however has not done so.